Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm programmer external printing issue; able to print to external printer using all 3 usb (universal serial bus) ports. Analysis found the programmer failed common mode/wrist electrode test; lem (link electronic module) printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported that the universal serial bus (usb) would not connect to the printer. It was noted that it works with the software defined network (sdn) but not another printer. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.